Manufacturer narrative:
The insulin pump was received with stuck in full segment display when counting up to number 7 after battery was inserted, problem isolated to mother board. Analysis was unable to verify for external flash error alarm, check setting alarm anomaly, reset setting anomaly, matching reservoir volume and status screen due to stuck in full segment display. No unexpected blinking display noted during testing. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received external flash error alarm and check settings alarm. The customer reported that the insulin pump was blinking with the alarm. The customer reported that the insulin pump was showing no insulin when they still had 45 units of insulin. The customer reported that all of the settings were erased after resetting the insulin pump. The customer's blood glucose was 211 mg/dl at the time of incident. The insulin pump will be returned for analysis.